Event description:
It was reported to philips that the co2 module stopped working. The device was reported as being in use at the time of the event on a patient. However, there was no patient injury or harm.